Manufacturer narrative:
Section e1: reporter phone number and email were not available. Manufacturer's investigation conclusion: the report of zero flow could not be confirmed as no log files were submitted for review. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported arrhythmia, as well as a specific cause for these events, could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that if the cause of the ventricular fibrillation (vf) was associated with the left ventricular assist device (lvad) or lvad implant procedure was unknown. The patient had a history of ventricular tachycardia before the lvad implant. The vf resolved with the treatment. The cause of the zero flow was not known. However, there was no malfunction that could be associated to the event or the zero flow. The zero flow occurred before the driveline and controller disconnection. The patient was recovering in the intensive care unit and was to be transferred to the ward.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into ventricular fibrillation during implant while running on the heartmate 3 (hm3) pump at 5399rpm. The patient was direct current (dc) converted multiple times with no luck. The pump flow went down to zero and the pump speed was turned down to 3000rpm and the patient went back on heart lung support (hls). The hm3 parameters still showed zero flow. The system was checked and the driveline and power to the system controller was disconnected and assembled immediately. The pump restarted and flow was seen when going up in rotation per minute (rpm). The patient was taken off the hls with the hm3 running at 5000rpm and flow around 4.2l. The patient was then discharged to the intensive care unit.